Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-1530p-cp forefoot ib implant system had an issue, the anchor snapped inside the driver during insertion. This was discovered during use with no impact to the patient. Additional information has been requested. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred on (B)(6) 2022 during a plantar plate ib procedure. A drill from the kit was used to prepare the bone socket for insertion of the implant, but the bone quality was not provided. A piece of the instrument broke inside the patient, all fragments were retrieved and the case was completed, the patient is fine to date.